Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012, inratio: 2.2, lab: 9.9. On (B)(6) 2012, patient was given vitamin k and coumadin was held based on the lab result from 05/07/2012. Patient's therapeutic range: 2.5-3.5.

Manufacturer narrative:
Investigation pending.